Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, there was a cracked display. It was also noted that a hinge was broken and the keyboard was missing the slide assembly.

Event description:
It was reported that the programmer has a cracked display and after a software update download it will not boot. The programmer was returned for repair. No patient complications werereported as a result of this event.